Event description:
It was reported that following the implantation of a monarc sling, the patient experienced moderate de-novo urge incontinence. Medication was prescribed on (B)(6) 2015. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event. Related to 2183959-2015-00361.

Event description:
Additional information received indicated that the event was considered recovering/resolving (adverse event is improving). There were no further patient complications reported in relation to this event.